Event description:
Altitude alarm was reported by customer due to obstruction of speaker holes on pump. There was no adverse impact to customer's blood glucose level. Customer followed instructions from technical support to remove obstruction, clean speaker holes, and reconnect cartridge. After these steps, insulin was resumed without further issues, and pump operation returned to normal. Customer was also provided with tips to prevent future altitude alarms.